Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. During unpacking, the proximal shaft of a 1.5 x 8 mm mini trek balloon catheter separated. There was no patient involvement. No additional information was provided.